Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl and was treated with emergency medical services and hospitalized. Customer's blood glucose value at the time of call was unknown. Customer experienced loss of conscious symptoms due to high blood glucose. In addition to that customer reported under delivery which led to cause high blood glucose. And also reported damage to the pump. Troubleshooting was performed and found that the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a broken belt clip rails. The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high active current measurement and sleep current measurement. Also, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date (B)(6) 2023 in the formatted history file. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted during the testing. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. A high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: (B)(6) 2023 13:57:42.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued self test. The pump passed the self test. No unexpected pump error 63 alarm noted when using the test case. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. The pump was received without a battery cap installed. The pump was received without a battery installed. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back of the pump. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. However, pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Also, a high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.